Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. The reporter alleged that the battery cap was lost and that the battery compartment threads were stripped. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the complaint of the stripped battery compartment threads was not able to be duplicated during investigation. A test battery cap was able to be tightened securely to the pump. Unrelated to the complaint, evaluation revealed that the display was dim and discolored. A test display was inserted and found to function properly. Also unrelated to the complaint, evaluation revealed that the pump¿s vibrations were not functioning. The pump was opened and the vibration motor was found to be damaged. There was no battery cap returned with the pump.